Event description:
The customer reported erroneous prostate-specific antigen (psa) results, for multiple patients, involving the access 2 immunoassay system. The customer noticed patient results were elevated and low toward the end of the analysis. The customer reanalyzed the patients' samples the following morning, and the results were acceptable. No patient results were released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the tip of the main pipettor was damaged and replaced the pipettor. The fse performed level sense tests and high sensitivity system check for instrument verification. The fse replaced the sample carousel motor and adjusted the index sensor on the sample carousel and verified all alignments on the sample carousel. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as the main pipettor tip and sample carousel motor were replaced. Beckman coulter continues to track and trend any incident related to this issue.